Manufacturer narrative:
01/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 01/21/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, the surgeon alleged an inaccuracy to the left by approximately 5 millimeters when the probe was put on the spinous process. The surgeon noted the alleged inaccuracy with all the instruments and immediately after taking the spin. A total of 3 spins were performed. At first the user chose the wrong spin but then chose the third spin and still deemed being inaccurate. The surgeon opted to continue, with this knowledge, and compensated for the difference. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. Post-op spin showed the screws were placed accurately. There was no impact on patient outcome.